Manufacturer narrative:
D10 concomitant products: sig30amt - tri 2.0 sig30amt 30 med thk 12mm, lot# unknown sigphandle - sig power sigphandle handle, serial# unknown sigpshell - sig power sigpshell control shell, lot# unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic colectomy, sigmoid colon resection, the firing could not be performed at all. A new reload was used to resolve the issue. There was no patient injury.